Event description:
A customer reported that their pump had completely shut down and could not be turned back on. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and follow-up from technical support, no additional information was received regarding the outcome of the event.